Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (B)(6) 2008; (B)(4) implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the atrial and right ventricular (rv) leads dislodged early after implant. The device was reprogrammed vvi and 40 no pacing and the leads were recently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.